Manufacturer narrative:
The reported issue (that a patient informed the nurse that she was wet despite the fact she had a foley catheter. The nurse assessed and indeed the patient was saturated with urine. Upon further investigation, a pin hole was noted near the "y" site where the catheter bag connects and the balloon is inflated. Urine was bubbling from the site. Per additional information. The catheter was replaced after the pinhole was discovered) was confirmed; the device was returned for evaluation. Per visual inspection a cut to 0.50¿ from the bifurcation on the drainage lumen was found. The sample was injected with water by way of the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that a patient informed the nurse that she was wet despite the fact she had a foley catheter. The nurse assessed and indeed the patient was saturated with urine. Upon further investigation, a pin hole was noted near the "y" site where the catheter bag connected and the balloon was inflated. Urine was bubbling from the site. The catheter was replaced after the pinhole was discovered.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient informed the nurse that she was wet despite the fact she had a foley catheter. The nurse assessed and indeed the patient was saturated with urine. Upon further investigation, a pin hole was noted near the "y" site where the catheter bag connects and the balloon was inflated. Urine was bubbling from the site. The catheter was replaced after the pinhole was discovered.